Event description:
Reporter, stated high results on blood glucose monitor recently, however, no value or timeframe was provided. Reporter provided the last three glucose results in the suspect device as 295, 216, & 272 mg/dl. Reported alleged that sunday morning, glucose device result = 216 mg/dl, however exact time was not provided. Reporter stated being found unconscious at 9 am monday morning. Paramedics were called and their blood glucose monitoring device result = 42 mg/dl. Reporter indicated paramedics administered an IV, contents unknown, and transported to hospital. Reporter stated hospital administered a dextrose IV. Reporter stated being given regular meals and remaining in the hospital until tuesday afternoon. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.